Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from the family to the abbott patient device tracking it indicated on (B)(6) 2018 the patient died during the procedure to implant a 25 mm epic valve. This intra-procedural death is being conservatively reported as attempts to obtain additional information have not been successful.